Event description:
The complainant has reported that a pt (age and gender unknown) underwent a therapeutic egd procedure for hemostasis. The pt had a large gastric bleed in the antrum of the stomach. The resolution hemostatic clip device did grasp the tissue; however, it would not deploy by releasing from the catheter. With some manipulation, the clip did slip off of the tissue and then did release from the catheter. It was left to pass from the patient via peristalsis. Due to the size of the bleed, three additional clips were successfully utilized without issue. The procedure was successful. The pt condition noted as fine.